Event description:
The customer reported unable to acquire lead 6 on 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire lead 6 on 12 lead ECG. There was no reported adverse patient impact. A third party field service engineer evaluated the device and ECG cables and found the trunk cable had a broken wire. The trunk cable was replaced with one from the customers stock. The device passed all performance assurance testing and was returned to use.